Event description:
It is reported that the pt underwent a 2 stage revision for infection on (B)(6) 2013, the second stage of the revision was completed on (B)(6) 2013.

Manufacturer narrative:
Evaluation summary: it is unknown if the wear and/or additional particulate matter contributed to the alleged infection. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any pt infection. Evaluation: device history records indicate all components were manufactured and inspected to specification. The femoral had moderate gouging around the distal and posterior intracondylar notch. It appears that excess bone cement around the tibial baseplate was not removed per the surgical technique. The articular surface showed more wear/pitting on the distal and proximal surfaces than is expected after 4 months in-vivo. Single metal fragments were found on the posteromedial aspects of both the proximal and dis..